Event description:
Tube broke during centrifugation. A nurse cut finger while trying to pull glass pieces off the centrifuge wells. Incident was reported to occupational medicine and ministry of health. Nurse will receive anti-viral treatment for one month.